Event description:
It was reported that during an unspecified biliary procedure, the balloon rupture occurred. The lesion was located in the "bile duct", however, which bile duct is unk. There was no difficulty noted while prepping the device. At an unspecified time during the procedure, the balloon ruptured. It was not known how many times the balloon was inflated or to what atms the balloon reached on each inflation. It was noted that there was no balloon detachment inside or outside of the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".